Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan (lfs) in 2007, and alleged that the meter was reading inaccurately high. The patient reportedly obtained a result of 146 mg/dl four days earlier, at 1:30 p.m. At some point, she was experiencing symptoms of lightheadedness, sweating, and seeing a big spot. She took glucose after testing on the meter. She did not receive any medical attention. The comparison of meter to normal reading/feelings is anecdotal. This complaint is reported, as the patient alleged high results on her meter and at some point was experiencing symptoms that can be associated with hypoglycemia. Replacement products have been sent.